Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Customer will rely on multiple daily injection to ensure delivery of insulin therapy.